Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received pump error alarms. Customer's blood glucose value was 240 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery, battery out limit, external ram crc error, unexpected restart error or failed battery test alarms noted during testing. (B)(4).